Manufacturer narrative:
Occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The customer complained of questionable inr result from their coaguchek xs meter serial number (B)(4) compared to a surgery doctor's professional coaguchek meter (serial number not provided). The result from the patient's meter was 6.7 inr. Within 4 hours the result from the surgery's center meter was 4.7 inr. The customer's therapeutic range is 3 - 4 inr. Only the result from the surgery's center meter was released to the customer's doctor. There was no allegation of an adverse event. Corresponding retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.